Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported experiencing high blood glucose of 310 mg/dl and low blood glucose of 22 mg/dl. Customer stated she had infections and her cyanocobalamin level was extremely low. Customer stated she ate to treat for low blood glucose and changed her set and gave a correction to treat for high blood glucose. The device will not be returning for analysis.